Manufacturer narrative:
Injector lot number search; cartridge lot number search; foam tip plunger lot number search. Results: an injector lot number search was performed and two similar complaints were found. A cartridge lot number search was performed and three similar complaints were found. A foam tip plunger lot number search was performed.

Event description:
The reporter stated a competitor's lens unfolded incorrectly after placement. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.